Event description:
Information received indicates the trendelenburg assembly is broken.

Manufacturer narrative:
The technician found the trend assembly was broken. The technician replaced the trend assembly to repair the bed.